Event description:
According to the reporter: the balloon on the blunt tip of the 10mm trocar popped in the middle of the operation. The pt was not injured due to the malfunction. No pt injury was reported. No additional info available at this time.

Manufacturer narrative:
(B)(4).